Event description:
It was reported that, "trialed acetabular, trident 58 trial shell. The impactor handle would not fully engage trial, stripped threads. Opened a second instrument case and used 58 trial shell. All was fine."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.